Manufacturer narrative:
Device was repaired and returned to the user after passing the final inspection.

Event description:
It was reported that the handpiece is not working in the wrong mode during a procedure at user facility. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the handpiece is not working in the wrong mode during a procedure at user facility. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.